Manufacturer narrative:
During the evaluation of the device, a the manufacturer's service center, a "service required" code, related to the device's sensor board, was observed in the ventilator's downloaded error log. The estimated was rejected by the customer and the device was scrapped, per the customer's request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.